Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service center. The service technician was able to verify the customer's reported issue during testing and evaluation. The tubing at the exhalation port was crimped. The service technician replaced the solenoid manifold tubing to address the reported issue.

Event description:
It was reported to vyaire medical that the peep stays 12 cmh20 when set to 5 cmh20. There was no patient involvement associated with this complaint.